Event description:
Nurse had a difficult time removing the transfer device from the septum. While applying force to remove the transfer device from the septum, the device broke and the nurse was struck with the contaminated needle.

Manufacturer narrative:
The vendor supplied adapter was confirmed to be broken off. To determine the cause of the breakage, co found: 1. On the returned device, the safe-needle inserted and detached from the septum without difficulty. 2. The nurse involved in the reported incident did not use proper technique in detaching the safe-needle, as provided in the instructions for use. Following the reported incident, ohmeda has provided training in the detachment of the safe-needle from the septum to the hosp staff. 3. Dimethyl polysiloxane (silicone material) was found embedded in the vendor supplied adapter. A review of our mfg process confirmed that the contamination was not introduced during the assembly of the vendor supplied adapter with our safe-needle. 1. The contamination could be from external sources during molding of the vendor supplied adapter or at the stage of handling raw materials at the vendor, as silicone is one of the common materials used for mfg components for medical application due to its chemical inertness and thermal stability over wide ranages of temperatures. However, correspondence witht the vendor could not determine the source of this contamination. Each assembled lot of this product undergo quality inspection which includes tests for pull strength and torque requirements. A review of our mfg records determined no failures for these characteristics for this product. A review of complaints received from 1/1996 to date revealed that no other similar occurrences have been reported. The nurse who was stuck with the contaminated needle has completed a panel of tests, per the hosp policy, and all tests results have determined the nurse is fine. No further info will be provided.